Event description:
It was reported that during a transcatheter aortic valve implant (tavi) procedure, a patient lost approximately 2 liters of blood and all three folds of an expandable liner of a 14f isleeve were split. Vascular access for the tavi procedure was obtained transfemorally, on the right side of the patient. Patient anatomy was mildly tortuous, and the anulus diameter was measured as 23.3 mm (out of perimeter). Balloon aortic valvuloplasty was performed during the procedure without any issues. The isleeve was inserted without any problems, however some resistance was felt upon insertion of the accurate transfemoral delivery system. The valve was released during the procedure without any problems, but around this time a significant bleeding was noticed at the patients groin area. Because of this, the physicians hurried to finish the procedure and remove the isleeve sheath. Upon removal, it was noted that there was a full split of all three folds on the isleeve, with one split fold pulled back into the hemostatic valve of the isleeve device, which caused there to be sharp ends. There was no difficulty removing the delivery system, but because of the full split and collapsed section of the isleeve there was some difficulty with the removal of the isleeve. No vessel injury or patient harm occurred; the patient was stable at all times and was sent to the intensive care unit (ICU) post procedure, as per sites normal post tavi protocol.